Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Per internal procedures, the event information was reviewed. For this investigation, no immediate action was required as no alleged deficiency with the device was identified. No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The complaint information provided has been reviewed for complaint coding, medical device reporting, and other data required by the complaint system. Investigational inputs were requested as indicated per internal procedures for this failure mode. Visual examination of the provided x-ray images found no evidence of implant fracture, disassociation, or anything indicative of a device non-conformance. Without the physical complaint sample associated with this report, it was not possible to determine if the device failed to meet specifications at the time it was released for distribution. The device associated with this event was used in the treatment of the patient as prescribed by the presiding surgeon. From the event information received, it was not possible to determine the relationship of the device to the reported event. No evidence was found indicating product error was a contributing factor. The need for corrective action was not indicated. Depuy considers the investigation closed. Should additional info be received, the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "surgical decompression improves symptoms of late peroneal nerve dysfunction after tka" written by joseph p. Ward, md, lynda j.-s. Yang, md, and andrew g. Urquhart, md published by orthopedics april 2013 was reviewed. The article's purpose was to report on a case of a (B)(6) woman who received a depuy lcs with cementless femoral component and cemented tibial component and poly insert in r knee. The patella was not resurfaced and the cement manufacturer is unspecified. For months following, she reported episodes of transient pain along lateral aspect of knee and leg. At routine 5 and 10 year follow up with no signs of instability and patella tracked well. The pain progressed especially when walking over several years. She begin develop transient symptoms of numbness over lateral aspect of r knee and leg and dorsum of her foot. She denied any back, buttock or thigh pain. Electrodiagnostic studies were performed and revealed severe peroneal nerve mononeuropathy and dysfunction. Surgical decompression of the peroneal nerve was performed as it was discovered that the peroneal nerve was entrapped by the fascia of the peroneus longus at the fibular neck. Six weeks postoperatively her symptoms all resolved.